Manufacturer narrative:
(B)(4)

Event description:
It was reported that loss of connection occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage check was performed and passed. Pairing test/download was performed and failed due to transmitter was not found. A review of the share logs was performed and the probable cause could not be determined for serial number (B)(6) within the investigation window.  The allegation was confirmed.the probable cause could not be determined. The reported event of 115 is reportable based on the complaint states that signal loss over one hour was reported. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.